Event description:
Stronger. It fell apart too easily. Thank you! I would like to return the product it wasn't strong enough for me. Thank you very much! I would like to try it again to make sure I didn't just fit it wrong. Upc in envelope (B)(4).

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.